Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported by the customer that his insulin pump had a frozen display. The customer also stated that the buttons were not responding and the time on the clock was not advancing. Nothing further was reported.